Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for ise indirect na for gen.2 (na) on a cobas 6000 c (501) module - c501). No erroneous results were reported outside of the laboratory. The first sample initially resulted as 180 mmol/l. The sample was repeated twice, resulting as 145 mmol/l and 143 mmol/l. The second sample, from an (B)(6) female patient born on (B)(6) 1935, initially resulted as 186 mmol/l. The sample was repeated, resulting as 141 mmol/l. The third sample, from a (B)(6) male patient born on (B)(6) 1947, initially resulted as 166 mmol/l. The sample was repeated, resulting as 140 mmol/l. No adverse events were alleged to have occurred with the patients. The na electrode lot number was f26, with an expiration date of 31-oct-2015. The field service engineer noticed a small amount of liquid in an on the cuvettes. He also noticed scratches on the teflon tips of the rinse unit, which he replaced and adjusted. The customer had no further issues after these service actions.